Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 280 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked keypad connector on lcd board. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.